Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, the pulse generator of an asymptomatic patient was found to be operating in backup mode. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2014.